Event description:
Hcp reported patient presented with signs of infection including redness and pain along the lead track. A culture was obtained of the blood and the device pocket which produced no growth. The patient was treated with IV antibiotics. The patient's symptoms resolved and the antibiotics were discontinued. Hcp notes patient history of drug seeking behavior.